Event description:
It was reported that the device was used during a low anterior resection. The device fired without incidence. On third post operative day, pt developed fever, x-rays were taken and a minimal leakage was found. Conservative treatment was prescribed. Pt was discharged. Thirteen days later, pt was readmitted, with diagnosis of sharp pains in surgical area, and taken back to surgery. Staples were present and formed but there was a hole in the anastomosis. A transverse ostomy was placed.